Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 279 mg/dl. The customer stated that the pump is not responding when the buttons are being pressed. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement test due to the unresponsive buttons. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.